Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out-of-range (oor) shock impedances less than 20 ohms and low intrinsic amplitudes. The patient was evaluated in the clinic and an x-ray revealed that under the clavicle, there was a stress insulation break. This patient was to undergo a revision procedure. No adverse patient effects were reported. Additional information indicates that this patient underwent a revision procedure and this product was successfully explanted and replaced. This product is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.